Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while analyzing the heart rhythm of a patient, the device returned a "shock advised" determination; however, failed to discharge. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.